Event description:
It was reported that a revision surgery was performed due to infection; journey ii bcs insert was explanted.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the patient reportedly had a revision during which a jrny ii bcs insert was explanted due to an infection. No imaging, lab results, and/or operative reports were provided for inclusion in a medical investigation, therefore a thorough medical assessment could not be performed. The patient impact beyond the reported insert revision due to infection could not be concluded. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.